Manufacturer narrative:
The patient/family was the initial reporter , so personal information was not entered. No information was captured as the customer's age and weight were not provided. No information was captured as the model number was not provided.

Event description:
The customer reported that some of her blood glucose readings were not being stored in the memory of the contour next ez meter. On checking the meter memory, it was established that the date and time were set incorrectly. There was no allegation of an adverse event. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer returned a different contour next ez meter than the suspected one. An in-house testing was performed using the returned meter and in-house contour next test strips, which gave satisfactory performance. All readings obtained during in-house testing were properly stored in the meter's memory. Additionally, a device history record was reviewed for the suspected contour next ez meter and no manufacturing anomalies were found. Section h4 of the initial report indicates that the device manufacture date for the contour next ez meter serial#: (B)(6) as 15-nov-2017. The correct device manufacture date is 15-jun-2013. Section h4 has been corrected with this information. Device model#: captured in section d4 and device identifier#: has been corrected.